Event description:
It was reported that during a pta procedure for stenosis and declot in the basilic vein, the balloon burst at about 18atm's. The doctor, upon removing the balloon, reported that the catheter had a circumferential crack just distal to the base of the catheter, where the balloon had torn away from, but had not detached. This was the 5th inflation with this balloon and they never went above 24 atm's with all of the inflations. The inflation device used was a cook, and the guide wire used was a glide 3.5. The balloon was removed with difficulty. No injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The catheter has been returned and is currently under evaluation.